Event description:
Event description guidant received information that the patient with this pacemaker presented to the clinic with an intrinsic rate in the low 40's and shortness of breath. The caller indicated the device could not be interrogated, would not respond to a magnet application, and had no apparent output. A follow-up communication from the field indicated the battery had depleted after being in service for less than three months. No other adverse patient effects or symptoms were observed.